Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the time on his son's pump had switched to military time, and he had to reset it. He also alleges that the pump had sporadically changed time between am/pm on several occasions, and they had to go in and correct that also. The pump was not available for troubleshooting at the time of the call. There is no allegation of an adverse event related to this issue. This complaint is being reported due to the allegation that the pump is changing time without the user¿s intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.